Manufacturer narrative:
Concomitant product(s): a 4193-78 lead, implanted: (B)(6)2006; 5076-45 lead, implanted: (B)(6)2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the svc coil of the right ventricular lead had high impedance. Noise was produced during provocative testing when programmed coil to coil. The svc coil was suspected to be fractured. The svc coil was programmed off before being explanted and replaced. No patient complications have been reported as a result of this event.